Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic disease"), fallopian tube perforation ("perforation of fallopian tubes") and uterine perforation ("uterine perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abdominal pain ("frequent abdominal pain"), allergy to metals ("nickel allergy"), pelvic pain ("chronic pelvic pain") and mental disorder ("essure affected their mental health"). At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, uterine perforation, abdominal pain, allergy to metals, pelvic pain and mental disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, fallopian tube perforation, mental disorder, pelvic inflammatory disease, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic disease'), fallopian tube perforation ('perforation of fallopian tubes') and uterine perforation ('uterine perforation') in several patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abdominal pain ("frequent abdominal pain"), allergy to metals ("nickel allergy"), pelvic pain ("chronic pelvic pain") and mental disorder ("essure affected their mental health"). At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, uterine perforation, abdominal pain, allergy to metals, pelvic pain and mental disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, fallopian tube perforation, mental disorder, pelvic inflammatory disease, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.